Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pain/ pelvic area pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 815886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2004 and (B)(6) 2011), vaginal bleeding, cramp in lower abdomen, abortion, vaginal delivery, obstetric complication nos, haemorrhage in pregnancy, breast enlargement, soreness breast, headache, anxiety, pancreatitis, cholecystectomy in 2004, appendectomy in 1996 and hypertension (father). Previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight, non-tobacco user, laceration, menstruation irregular, sore throat, stress, cough, anesthesia, allergic reaction to analgesics and bowel dysfunction. Family history included cleft lip (patients maternal niece), diabetes (sister), asthma (mother), mood disorder (paternal (grandfather)), thyroid cancer (mother) and breast cancer (mother). Concomitant products included diazepam (valium), ibuprofen, oral contraceptive nos, promethazine (phenergan) and vicodin (lorcet). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding / menorrhagia"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and impaired work ability ("the pain limited my ability to function"). On (B)(6) 2015, 3 years 3 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), abdominal pain ("acute cramping"), coital bleeding ("bleeding with intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent full hysterectomy with bilateral salpingectomy and oophorectomy) and surgery (in 2014 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache and alopecia had resolved, the menorrhagia, menstruation irregular, abdominal pain and coital bleeding was resolving and the procedural pain, vaginal haemorrhage, migraine, dysmenorrhoea and impaired work ability outcome was unknown. The reporter considered abdominal pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, impaired work ability, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: pfs- current weight: (B)(6) lbs she did not allege that essure caused birth defects. Mr- left side 5 trailing coils, right side 6 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. (B)(6) 2011 : ultrasound breast left : findings: clinical: focal pain in left brest impression: benign there is no sonographic evidence of malignancy (B)(6) 2012 : hysterosalpinogram : indication: post essure placement findings: uterine morphology appears normal left sided essure device appears lo he relatively distal in that tube. No filling of that tube beyond the first 5 mm is seen. On the right the medial marker of the essure device is approximately 1 cm from the isthmus. Contrast fills beyond the proximal two markers to the mid portion of the right essure device. Impression: complete left tubal occlusion. There is incomplete filling part way down the essure device on the right (B)(6) 2012 : hysterosalpingogram : clinical history: essure coil placement procedure: the patient was positioned supine in a modified lithotomy position. The external genitalia were prepped with betadine. A sterile speculum was introduced into the vagina and opened. The external os was sterilely prepped. A hysterosalpingogram catheter was then introduced into the external os and gently advanced until a small amount of resistance was noted. The balloon was then inflated and gently retracted against internal os. Water soluble contrast was then injected under fluoroscopic observation to the point of corneal distention. After series of radiograph were obtained, the catheter and speculum were removed. Fluoro time 2 minutes 7 seconds; contrast 5 cc omnipaque. Contrast injection demonstrates the following: right: the proximal (uterine) end of the outer coil lies within 1.5 cm of the tubal uterine junction and the proximal end of the inner coil lies just beyond that. Left: the proximal (uterine) end of the outer coil lies within 1.5 cm of the tubal uterine junction and the proximal end of the inner coil lies just beyond the. Tubal occlusion is present bilaterally. Impression: satisfactory location of the essure coils bilaterally with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "vaginal bleeding, migraines, headaches, dysmenorrhea (cramping), hair loss, heavy bleeding, the pain limited my ability to function", lot number, reporter, historical condition added from pfs. Historical and concomittant condition, concomittant drug, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / pain/ pelvic area pain') and genital haemorrhage ('heavy bleeding') in a 37-year-old female patient who had essure (batch no. 815886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2004, appendectomy in 1996, multigravida, parity 2 (B)(6) 2004 and (B)(6) 2011, vaginal bleeding, cramp in lower abdomen, abortion, vaginal delivery, obstetric complication nos, haemorrhage in pregnancy, breast enlargement, soreness breast, headache, anxiety, pancreatitis and hypertension (father). Previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight, non-tobacco user, laceration, menstruation irregular, sore throat, stress, cough, anesthesia, allergic reaction to analgesics, bowel dysfunction, irregular menstrual cycle, post coital bleeding, dizziness, retroverted uterus and paratubal cyst. Family history included cleft lip (patients maternal niece), diabetes (sister), asthma (mother), mood disorder (paternal (grandfather)), thyroid cancer (mother) and breast cancer (mother). Concomitant products included diazepam (valium), ibuprofen, oral contraceptive nos and promethazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menstrual bleeding / menorrhagia"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("vaginal bleeding"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and impaired work ability ("the pain limited my ability to function"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), abdominal pain ("acute cramping"), coital bleeding ("bleeding with intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("whole body hurt"). The patient was treated with surgery (on (B)(6) 2014 underwent ablation and underwent full hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache and alopecia had resolved, the menorrhagia, menstruation irregular, abdominal pain and coital bleeding was resolving and the procedural pain, vaginal haemorrhage, migraine, dysmenorrhoea, impaired work ability and pain outcome was unknown. The reporter considered abdominal pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, impaired work ability, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: pfs- current weight: 160 lbs. She did not allege that essure caused birth defects. Mr- left side 5 trailing coils, right side 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. On (B)(6) 2011 : ultrasound breast left : findings: clinical: focal pain in left brest impression: benign there is no sonographic evidence of malignancy. On (B)(6) 2012 : hysterosalpingogram : indication: post essure placement. Findings: uterine morphology appears normal left sided essure device appears lo he relatively distal in that tube. No filling of that tube beyond the first 5 mm is seen. On the right the medial marker of the essure device is approximately 1 cm from the isthmus. Contrast fills beyond the proximal two markers to the mid portion of the right essure device. Impression: complete left tubal occlusion. There is incomplete filling part way down the essure device on the right. On (B)(6) 2012 : hysterosalpingogram : clinical history: essure coil placement procedure: the patient was positioned supine in a modified lithotomy position. The external genitalia were prepped with betadine. A sterile speculum was introduced into the vagina and opened. The external os was sterilely prepped. A hysterosalpingogram catheter was then introduced into the external os and gently advanced until a small amount of resistance was noted. The balloon was then inflated and gently retracted against internal os. Water soluble contrast was then injected under fluoroscopic observation to the point of corneal distention. After series of radiograph were obtained, the catheter and speculum were removed. Fluoro time 2 minutes 7 seconds; contrast 5 cc omnipaque. Contrast injection demonstrates the following: right: the proximal (uterine) end of the outer coil lies within 1.5 cm of the tubal uterine junction and the proximal end of the inner coil lies just beyond that. Left: the proximal (uterine) end of the outer coil lies within 1.5 cm of the tubal uterine junction and the proximal end of the inner coil lies just beyond the. Tubal occlusion is present bilaterally. Impression: satisfactory location of the essure coils bilaterally with bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia". Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information and event "body pain" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding"), menstruation irregular ("irregular menstrual bleeding"), abdominal pain ("acute cramping"), dyspareunia ("painful intercourse") and coital bleeding ("bleeding with intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menstruation irregular, abdominal pain, dyspareunia and coital bleeding was resolving and the procedural pain outcome was unknown. The reporter considered abdominal pain, coital bleeding, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and procedural pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.